Manufacturer narrative:
The field service representative (fsr) replaced the roller pump driver board. The unit operated to manufacturer specifications and was returned to clinical use. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed an overspeed 1 error message when the pump was in reverse with the power/driver board installed into a test pump. Suspect deteriorating solder connections were found on the board. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.the fsr is attempting field repair of this roller pump. He returned the pump driver board assembly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the roller pump displayed a "overspeed1" error message when run in reverse mode. There was no patient involvement.